Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The event history log was reviewed and identified downstream occlusion. During evaluation, downstream occlusion testing was performed and was reproduced. The reported condition was verified. The cause of the condition was determined to be the force sensor out of specification. A force sensor calibration was performed to correct the condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump generated a false downstream occlusion alarm during intravenous infusion therapy of levophed. It was reported the administration of levophed was stopped resulting in interruption of treatment and the patient¿s blood pressure dropped to 70/40. The patient was administered neosynephrine 0.2 mg and the patient's blood pressure increased to 90/50. The infusion of levophed was restarted and no downstream occlusions were noted. No additional information is available.